Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure mode number 58" (power-up vent test failed) alarm. The customer rebooted the iabp and continued with therapy. Eventually the patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative evaluated the unit and replaced the drive manifold (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The drive manifold was sent to the manufacturing facility at (B)(4) for failure analysis. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).